Event description:
It was reported that the lumbar catheter was going to be removed because the patient was headache free and the lumbar drain was clamped with no accumulation of pseudomeningocele for 24 hours. Initially, the catheter was removed without difficulty. A modest gentle tug was needed for the final section. However, the metal tip end was not on the catheter when it was removed, suggesting a retained segment. This was confirmed on x-ray. The retained metal tip is located just above the lamina in the deep muscle. It was reported that during a physician peer group discussion, it was decided for the retained metal tip not to be removed due to an increased risk. The patient's family had also agreed for the retained object to remain. Since the metal tip was decided not be removed, the patient was not given any medications or antibiotics. The patient was discharged with the tip in place. The plan of care for the patient is removal of the retained tip if the patient experiences pain or if there is an evolution of infection. Cross referenced to uf/importer report # (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.